Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia, implant position, chronic heart failure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a 29mm 7300tfx valve in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 2 years, 3 months due to structural deterioration resulting in severe regurgitation. The ttvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a 29mm 7300tfx valve in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 2 years, 3 months due to unknown reason. The ttvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.